Manufacturer narrative:
The customer's device was requested for investigation and replacement product was sent to the customer. Occupation - the occupation is patient/consumer.

Event description:
It was reported there was an issue with a patient's coaguchek xs softclix device. The device was said to be not working and the caller indicated that the yellow button on the device may not have been pressed to fire the lancet. When inserting a lancet into the device, the tip of the lancet could be felt beyond the sealed cap of the device.

Manufacturer narrative:
Further investigations were not possible as the device was not returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.